Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was worn but intact. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The contrast button responded intermittently. Removal of the keypad cover found contamination under all of the button contacts. Unrelated to the button issue, it was observed that the battery compartment have cracked from the case seal to the battery cap. In addition, the display screen was dim and discolored. Replacing the pump screen with a test screen corrected the color/contrast variance.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were intermittently responsive. The reporter stated that the keypad cover was intact and denied that there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.